Event description:
A customer contacted beckman coulter regarding an erroneously high platelet (plt) result that was generated by the coulter lh 750 instrument. A patient sample was tested for plt and a result of 237 x 10^3 cells/ul was obtained. The customer re-tested the original sample for plt and the repeated result was 176 x 10^3 cells/ul. The rerun results are considered to be correct. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Sample was collected in a 5ml purple top tube. Sample was approximately twenty (20) minutes old and stored at room temperature. Controls performed prior to the event were within acceptable ranges. Controls are performed every shift. All patient samples were run in the primary (automatic) mode of sampling. A product specialist was dispatched to the customer lab in 2007: the product specialist found and replaced an inoperative diluent dispenser pump. Hardware issues addressed by the product specialist may have contributed to this event. A malfunction will be assumed for the purpose of this report.